Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had premature battery depletion and was showing only eight months of longevity remaining after approximately 16 months post implant. The ICD remains in use. No patient complications have been reported as a result of this event.